Manufacturer narrative:
Pump received with button error alarm due to corroded keypad traces. Moisture damage was found on the lcd board and motor.

Event description:
Customer reported via phone call to have a button error alarms. Button error did not occur after moisture exposure and was unsure if buttons were not pressed longer than 3 minutes or longer. Customer's blood glucose was 49 mg/dl. Insulin pump would need to be replaced.